Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely. Hp reprimed line multiple times without success. Hp discontinued treatment and set up new supplies. Hp reports no patient injury or medical intervention as a result of incident.